Event description:
Account alleged the bed had no functions.

Manufacturer narrative:
Technician checked fuses and verified they were good. Technician replaced the power control module and tested bed functions. All functions were operating as designed. No patients were involved and no injuries were reported.